Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30326569m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (120kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure, it was observed by intracardiac ultrasound that the patient had developed pericardial effusion. Pericardiocentesis was performed in which 3500 cc of fluid were removed from the pericardial space. The patient was reported in stable condition after pericardial drainage and the ablation procedure continued without further issues. The patient was transferred to the intensive care unit (ICU) for overnight observation. Extended hospitalization was not required. Patient had fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s anatomy. No biosense webster product malfunctions nor error messages were reported. Transseptal puncture was performed with an abbot brk transseptal needle. There was no evidence of steam pop during the ablation. The flow setting was low and 17 high for smarttouch nav. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3sec, 25% 3g. Surpoint was used as additional filter and color option 400 posterior, 500 anterior as well as force 3-40g avg 10-20.